Event description:
On (B)(6) 2023, the reporter (the wife) of the patient/lay user contacted lifescan (lfs) canada alleging that the delica plus lancing device does not fire. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call. The reporter stated that the patient could not test his blood glucose levels due to the issue with the subject lancing device on (B)(6) 2023. The patient manages his diabetes with a combination of medication (ozempic - once a week and metformin 500 mg - twice a day) alongside diet and/or exercise. The reporter claimed that on (B)(6) 2023, around 3:00 am and 5:30 am, after the alleged issue occurred, the patient started feeling ¿a little bit shaky¿. The reporter informed the cca that the patient treated himself with unspecified food and after he arrived at home at 6:00 am, he had some rest. There was no report of medical treatment received for the reported symptom. During troubleshooting, the cca noted that the product was not being used for the first time and confirmed that the correct lancets were being used (30g). The cca reviewed the patient¿s testing technique, however, the issue remained unresolved. There was no misuse of the product detected. The lancing device was replaced. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged lancing device issue began. There is insufficient information to rule out the contribution of the subject lancing device to the event.